Event description:
It was reported that during central processing, the monopolar curved scissors had a chipped tip. There was no report of patient involvement. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the reported failure was confirmed. The mcs instrument was found to have a broken tip. A piece approximately 0.020" x 0.023" was found to be broken off and the broken piece was not returned. The complaint regarding chipped tip was confirmed by failure analysis.